Manufacturer narrative:
Other text: g3: france. Concomitant medical products: level 1 snuggle warm blanket, level 1 equator. Lot number not provided: d4 lot number, expiration date, and h4: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.h3: device has not been returned to manufacturer. For all enquires or follow up questions related to the record, do not use (B)(6) located in sections d3 and g1, please direct those to the following: (B)(6).

Event description:
It was reported that during use of a the device, the patient sustained a burn. The severity and location of the burn are unknown at this time. No permanent injury was reported.